Manufacturer narrative:
The drill attachment was contained by the manufacturer and the complaint was confirmed. Internal components were evaluated and the collet assembly was discovered to be broken. Pieces of the broken assembly were resting on a bearing, which caused the device to overheat. Witnesses who observed the event reported that the equipment was being operated aggressively, and beyond the manufacturer's recommended duty cycle. Due to the extensive damage, the device could not be repaired and was discarded.

Event description:
It was reported that during a cadaver training lab, the drill attachment heated up. There was no user injury reported, and no adverse consequences alleged with this event.